Event description:
It was reported that during a sigmoidectomy procedure, the clip was not fed into the jaw at the second firing, and the jaw was not opened. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.